Event description:
It was reported the patient¿s ¿device was causing a lot of pain in his lower back.¿ it was further reported ¿the pain was so strong the patient could hardly move his hip¿ when he would get up in the morning. The patient stated he ¿only weighed (B)(6)¿ and the ¿device was bulging out of his back¿ and had been doing so ¿for years.¿ the patient reported the device ¿never worked and caused him to have hemorrhoids.¿ it was noted the patient¿s device was last checked eight years prior to report. It was also noted the patient was able to turn the device on and off at the time of report. The patient was redirected to their health care provider, however the patient did not have one at the time of report. Additional information has been requested; a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3031, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3080, lot # l92657, implanted: (B)(6) 2001, product type lead. (B)(4).